Event description:
It was reported that the insulin gauge was inaccurate. Reportedly, the customer overfilled the cartridge with insulin. Customer loaded a new cartridge to resolve the issue. Subsequently, it was reported that the customer blood glucose (bg) fluctuated from 37 mg/dl to a value displayed as "high" mg/dl; specific value was not provided. A manual injection was administered to address the elevated bg and customer consumed carbohydrates to address the low bg.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem's user guide: the single-use disposable cartridge can hold up to 300 units (3.0 ml) of insulin. H3 other text : device not returned.